Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage while on the mobile power unit (mpu) was able to be confirmed via review of the log file. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days (B)(6) 2021 per timestamp). While the controller was connected to the mpu, the rsoc voltages were below the expected 12.8v and were measured to be in the range of 10.4v ¿ 12.2v. There were no alarms caused by the low voltages. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on 09dec2021 stated that the serial number of the mobile power unit (mpu) is unknown, and that no product will be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate ii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-05747. It was reported that the patient made several complaints that whichever battery was on the black cable tended to drain significantly faster than whatever battery was on the white cable. They tried this numerous times with different batteries and different combinations and reported only getting around 8 hours on their brand new batteries which they issued to him just 6 months ago, however, the batteries attached to his white cable seemed to hold a charge for up to 14 hours. There was also an isolated flow spike noted on his graph which was in the setting of an elevated lactate dehydrogenase (ldh) 459 u/l on (B)(6) 2021, however, this same patient had a re-check on (B)(6) 2021 which resulted in an ldh of 351 u/l. The customer had concerns that the patient was developing a small clot and wanted to see if it was possible to look back any further than the 4-day trend they were looking at on the heartmate touch so they can determine how to proceed, seeing, as how this patient is prone to bleeding, dehydration, has a history of stroke and could potentially be an explant candidate. The history of stroke was prior to the lvad implantation. A review of the log files revealed low battery advisory/ low battery hazard/ no external power alarm. The alarms appeared to have been caused by both the white and black power leads of the system controller. The log also captured intermittent power cable disconnects on the mobile power unit (mpu). The mpu rsoc (relative state of charge) was reading below the 12.8 specs (only reading 10.4-12.2v). The log also indicated that the patient was not using a fully charge batteries which could also be the result of the batteries draining quickly. There was a transient power and flow elevation on (B)(6) 2021 at 1459 for an unknown reason.